Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00302. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery is not charging. The customer reported there was no patient involvement at the time the issue was discovered a philips authorized service provider (asp) confirms the reported problem. The battery needed to be replaced. The device was repaired using other channels; system is back to normal and returned to use.